Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Date of event, relevant tests, therapy date: estimated date. (B)(4). Literature attached: "two-device closure method for large diameter arteriotomies in percutaneous endovascular aortic repair.¿ the device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported failure to deploy the device and failure to achieve hemostasis could not be determined. The reported patient effects of hematoma, ischemia, pseudoaneurysm, fistula, hemorrhage, infection and dissection are known inherent risks of the procedure and the treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. (B)(4).

Event description:
It was reported through a research article identifying proglide devices that may be related to device failure to achieve hemostasis and failure to deploy resulting in patient effects with access site bleed or hematoma that required blood transfusion or extended hospitalization stay, pseudoaneurysm, infection, arteriovenous fistula, dissection, limb ischemia, retroperitoneal hematoma, or conversion from percutaneous access to femoral cutdown, manual compression and use of a non-abbott device to achieve hemostasis. Specific patient information is documented as unknown. Details are listed in the attached article, titled "two-device closure method for large diameter arteriotomies in percutaneous endovascular aortic repair.¿